Manufacturer narrative:
Additional information indicated that during the delivery, additional torque was not applied to cross the lesion. During inflation, no additional pressure was applied to inflate the balloon to deploy the stent, however the report indicated that the stent was implanted without difficulty. No resistant was noted during inflation. The (sds) stent delivery system or any other device was not kink when it was removed from the patient. Prior to shipping, there was a small hole on the shaft at the exit port area. Additional information will be submitted within 30 days. This product is similar to us cypher stent.

Event description:
This patient with unknown age, weight and gender underwent a (pci) percutaneous coronary intervention procedure of the ostium of the circumflex artery. The vessel was a de novo, moderately tortuous, but not calcified. There was 75% stenosis. A cypher (3.0x23mm) was delivered to the target lesion and the stent was deployed without problem. To conduct post-dilation, the sds was inflated again, but the pressure suddenly decreased at 16 atmospheres. The physician suspected the balloon to be ruptured, but there was no contrast medium leakage observed under (cag) coronary angiography. Then, post-dilation with a different balloon (deslip: size unknown) was conducted and the procedure was safely finished. There was no patient injury reported. The product was clinically used, and it will be returned for the analysis. The physician suspected that the shaft leaked. Therefore, after the procedure, pressure with water was applied through the shaft and a leakage was found at the (gw) guidewire exit port. The physician's commented, "would like to know why this event happened, and would like us to investigate the cause of this event".